Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the plunger case seal was outside of the plunger cases and the battery door was cracked. The event history log confirmed system failure: backup audible alarm post occurred several times. Functional testing was able to replicate the reported issue. The root cause was determined to be the main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had multiple audible alarms. The event occurred before infusion. There was unknown delay in therapy. There was unknown physical damage reported. There was no patient involvement and no harm/adverse event reported.